Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 390 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported. Device was discarded and not available for testing.

Event description:
The cerene cryotherapy device reported error code 390 during the delivery of cryoablation. The physican was uncertain whether she had retracted the device to the uterine cavity length and may have inadvertently pressed the button too many times, pausing the device (which ultimately timed out). The physician elected to open a second device, the procedure was completed, and the patient was successfully treated.

Manufacturer narrative:
As the device was not returned, the investigation conclusion of user error was based on the complaint report, which stated that the user paused and stopped the device as they were unsure if the cavity retraction step had been performed correctly. Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 390 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.